Manufacturer narrative:
The tandem user guide states: "your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time." The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an unspecified malfunction occurred after pump was submerged in water. Subsequently, it was reported that the pump reset unexpectedly. There was no impact to the customer's blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.